Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint of power connector on interface board. Unable to perform functional tests including displacement test, rewind test, basic occlusion, occlusion test, prime/compromised force sensor system test, or excessive no delivery test, or verify no delivery alarm due to blank display. Unit was received with broken off end cap, cracked battery tube threads, and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery every day when he tried to give himself a bolus. The event was resolved by changing the infusion set. The insulin pump was broken where the reservoir screws in. Customer's blood glucose level was not reported. The customer was disconnected from the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.